Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the device was not fully connected resulting in the reported leak; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that after connecting the indeflator to the balloon dilatation catheter, it was noted that balloon couldn't be inflated. A leak at the connection joint between indeflator and the balloon was noted. There was no reported adverse patient effect and no clinically significant delay in the procedure. A new indeflator was used to complete the procedure. No additional information was provided.